Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034-2018-07794; 0001825034-2018-07795. Concomitant medical products: 11-300812, arcos 12x150mm spl tpr dist; 11-301310, arcos con sz a hi 50mm. Reported event was confirmed due to review of provided medical records and/or patient x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
Revision due to aseptic loosening and periprosthetic femoral fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Op-notes reviewed for event stated that patient presented with significant pain to r hip. X-rays revealed a subsided revision component with some fragmentation at the proximal femur. Inflammatory labs were normal with a slightly elevated wbcc count. Aspiration revealed a 400 wbc count and negative cultures. Synovial fluid appeared normal, no indication of infection noted. The head/neck, stem, and liner were replaced without complication. The fracture was fixed with a plate, screws, and cables. Review of the device history record for part 11-300812 lot 066340 identified no deviations or anomalies. The device history records for part 11-301310 lot 731030 were reviewed and identified no related deviations or anomalies. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 9 months post-revision, the patient presented with significant pain in hip, and work-up revealed subsided revision femoral component. Patient subsequently underwent revision due to aseptic loosening and periprosthetic fracture. Attempts have been made and no further information has been provided.